Event description:
I had surgery in early 2009 for removal of a medtronic interstim device after complications with my leg and bowels. The surgery was supposed to be 45 minutes and ended up being over 2 hours because of difficulty removing the lead wire. During removal and with the surgeon going to my sacrum, the wire snapped and broke and he was unable to remove it all. I am still having considerable leg pain and bowel trouble, and I have to see additional doctors to see what I can do.